Event description:
It was reported the xenon light source experienced a failure of the light source during an unspecified procedure. Despite the glowing backlight of the power button, there is no light on the main and backup lamps. The customer called back the following day to report the device working properly. The device was checked, and the fans are working properly. The device is clean inside and there is no dust. The customer uses third-party optics. Two of the three optics are dark, one clearly damaged, the other partially. It was reported the thermal switch of the lamp has tripped. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.